Manufacturer narrative:
Detailed product and initial reporter information were not provided to bsc. Because the event was reported anonymously, we are not able to complete good faith efforts to obtain specific product information. As such the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a stroke post procedure. A pulse field ablation procedure was performed with a farawave catheter. The procedure was performed successfully without any device performance issues or patient complications. It was reported that the patient experienced a stroke post procedure. The patient was admitted to the emergency room and the patient current status was not reported. Furthermore, it is unknown when the adverse event occurred. The device is not expected to be returned as the event was reported anonymously. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was reported that the caller was informed today (2/17/2025) that the patient had a stroke post-afib pfa procedure on (B)(6) 2025. The caller was informed that the patient was admitted to the ER at a different hospital. The caller did not have any further details; patient status was unknown. It was unknown what day or time the patient experienced the adverse event, and unknown when exactly they were admitted to the ER. Current patient status is unknown. There were no issues during the afib procedure on (B)(6). There was no indication that the patient experienced an adverse event until the caller was made aware on 2/17/25. The caller stated that "the physician wasn't willing to look at intracardiac echo to confirm contact." The patient was intubated for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)